Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a peripheral angioplasty procedure, using a 6fr sheath. Reportedly, the rail suture seemed too short, it did not capture the artery and came out of the artery with the knot intact. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.